Event description:
Patient has left femur fracture repaired by plates and screws about seven months ago. Returned to hospital with pain. Radiology report shows lateral plating of distal femur shows a fracture of the hardware proximally at the level of the distal femur fracture.